Manufacturer narrative:
The list number and lot number of the device that was in use is unknown. The customer identified the device as a single spiros; however, the customer did not provide the list or lot number of the device. The device was not returned for evaluation. The reported complaint cannot be confirmed without the returned sample. A device history review (DHR) could not be completed due to the unknown lot number.

Event description:
The event occurred on an unspecified date and involved an unspecified spiros connector that partially disconnected from the end of a large bore hazardous drug line. Blood was noted to be backing up into the tubing and out of the line. The connections were checked, the c-clamp was present and the tubing end was twisted until completely engaged. However; the tubing was still able to disconnect from spiros. The tubing was replaced with no further problems.